Manufacturer narrative:
E1.: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side rupture and "small nodule". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b, d9.

Event description:
.Healthcare professional reported right side rupture and "small nodule". Device has been explanted.

Event description:
.Healthcare professional reported, right side rupture and "small nodule". Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified. Lump/nodule: unable to observe, since it is not related to the device. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.